Manufacturer narrative:
Investigation summary: laboratory analysis of the returned faradrive steerable sheath confirmed that the dilator tip was damaged.

Event description:
It was reported that during the pulmonary vein isolation with farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that burr was noted on end of dilator. It was not noticed by fellow who did preparation. The damaged end was noted when introducing to valve. It was noted by the physician while moving sheath and dilator up the amplatz extra stiff 180cm wire. A different dilator with different lot number was exchanged. The dilator with an issue did not touch the patient beyond resting on their leg as the physician placed the wire in it and noted the burr issue. The burr on the end of dilator is referred as a bend in the plastic that appeared sharp. Burr was noted on the distal end of dilator. The procedure was completed successfully by using alternative method. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulmonary vein isolation with farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that burr was noted on end of dilator. It was not noticed by fellow who did preparation. The damaged end was noted when introducing to valve. It was noted by the physician while moving sheath and dilator up the amplatz extra stiff 180cm wire. A different dilator with different lot number was exchanged. The dilator with an issue did not touch the patient beyond resting on their leg as the physician placed the wire in it and noted the burr issue. The burr on the end of dilator is referred as a bend in the plastic that appeared sharp. Burr was noted on the distal end of dilator. The procedure was completed successfully by using alternative method. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.